Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pc4h, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that for the past two days, a patient had accidents. She wanted to make sure she was using her patient programmer correctly. When using the programmer, she was seeing the poor communication screen. The patient planned to call back to get assistance in a few days. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.